Event description:
It was reported that the insulin pump gave a button error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. However, visual inspection revealed a missing end cap sticker, cracked end cap, cracked reservoir tube lip, cracked battery tube threads, and a cracked case near the display window corners.